Manufacturer narrative:
Awaiting the return of the device for investigation completion.

Event description:
The operating personnel reports sporadic blockages during operation. No adverse consequences occurred for the patient.